Event description:
It was reported that during an unknown procedure the dissector completely disintegrated. Action taken immediately: dissectors change patient consequences: none.

Manufacturer narrative:
(B)(4). Date sent 7/3/2025 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that only one dissector tip from the bcd10 device was returned with the tip damaged. In addition, the packaging opened was returned along with the instrument. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot 271d80 number, and no non-conformances were identified.